Event description:
Customer continues to receive no delivery and low reservoir alarms. He states when this happens he would give himself and insulin shot via injection. Customer's blood glucose was 320 mg/ dl and it rose to 360 mg/dl. Customer was instructed on proper filling and care of reservoir during troubleshooting. Customer states he also had no tubing clamp and that insulin pump was scratched due to active lifestyle. Customer was advised that insulin pump would need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time